Event description:
It was reported that the patient had an initial hip procedure on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to pain. The surgeon believes the wrong size liner was implanted due to the wrong product in the box at the initial procedure. The surgeon believes it was smaller than marked and was not a size 25 as indicated on the box.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " and "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient had an initial hip procedure on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to pain and loosening. The acetabular liner was removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the product associated with this event is not manufactured by biomet (B)(4). The initial report should be voided.

Manufacturer narrative:
A report was submitted under this medwatch number on december 16, 2014 that indicated the product was not manufactured by biomet inc. The product associated with this closed medwatch report is manufactured by (B)(4) additional information and further investigation results are being reported by (B)(4) under manufacturer report number 3002806535-2015-00003.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.